Manufacturer narrative:
The subject device was received and evaluated. Device evaluation found leakage due to perforation of the a-rubber (ar) bending section and connecting tube. The reported issue of "liquid leaks at the insertion" could be confirmed. Furthermore, inspection found foreign material inside the insertion tube. This condition was attributed to insufficient reprocessing issue. Additionally,the following defects were identified during device inspection: insulation resistance is out of standards due to perforation of connecting tube. Angulation in the up direction out of standards due to worn of angle-wire. The gap of up/down knob found out of standards due to worn angle-wire. Switch 1 and switch 2 (sw1, sw2) found not functioning due to damage of sw2. Water quantity noted to be out of standards due to blockage of nozzle. Light guide (lg) bundle found broken. There is crease at the ccd lens. The adhesive part of a-rubber (ar) found to be broken. The coating at the connecting tube peeled off. Crease observed at the connecting tube. Universal cord crumpled. Plug unit damaged. Scratches and dents observed at the distal end. Protector at the scope connector found damaged, a-rubber glue discolored. Plug unit found damaged. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
User facility reported with an issue of "liquid leaks at the insertion." The issue occurred during reprocessing. There is no patient involvement on this reported issue. No harm was reported. No patient harm, no user injury reported. Device evaluation found foreign material inside the insertion tube (connecting tube). This report is being submitted due to the finding of foreign material inside the insertion tube (insufficient reprocessing, reprocessing issue) identified during device return evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was reprocessing could not be completed due to leak at a-rubber and insertion section. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.